Manufacturer narrative:
Explanation: there was no death associated with the defibrillation event. Device evaluation summary monitor sn (B)(4) was returned and evaluated at the distributor in accordance with procedures recommended by zoll manufacturing corporation. The reported problem (code 104, code 203) was confirmed in the downloaded data, but could not be duplicated. As received, the monitor passed incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. Based on the available information from the distributor, which includes the incident file and the equipment evaluation report, there is no indication of a device malfunction contributing to the reported problem. The evaluation included downloaded data review as well as incoming functional testing of the device's ECG acquisition and pulse delivery circuitry, as recommended by zoll manufacturing. As such, the following factors could not be ruled out as potential contributing sources to the reported problem. The factors are: sd card not seated in monitor while in the field. Electrode belt sn (B)(4) was returned to the distributor for evaluation. All gels were deployed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes. The pulse delivery circuitry test verified proper delivery of full energy 150j biphasic pulse. The functional testing confirmed proper ECG acquisition and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor - (B)(4) - 11/13/2015, electrode belt - (B)(4) - 07/16/2013.

Event description:
A us distributor contacted zoll to report that a patient was treated by the lifevest. The patient reported that was awake and in a medical facility, began to feel short of breath, and received a treatment. The patient reportedly felt better after the treatment event. Review of the patient's downloaded flag files revealed that one treatment shock was delivered to the patient. The shock occurred on (B)(6) 2020 at 13:33:36. Due to an sd card fault, the patient's ECG rhythms at the time of the treatments is unknown. The response buttons were pressed after the shock was delivered. The response buttons functioned appropriately. The patient received continued medical attention at the facility and continues to wear the lifevest. As the appropriateness of the treatments is unknown, reporting this event out of an abundance of caution